Event description:
Additional information was received. All events were confirmed to be related to pre-existing conditions or otherwise assessed by the investigator to be not device related and not procedure related. These events are no longer considered to be reportable.

Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of an acute type b thoracic dissection with aortic rupture. The diameter of the proximal neck was 28mm, and the length was 30mm. The maximum diameter of the treated segment was 61mm. The distal neck was 27mm in diameter and 30 mm long. The proximal device was implanted in zone 3. No adverse events or technical observations were observed during the procedure. It was reported that the patient experienced acute respiratory distress syndrome with major hypoxemia on post-operative day 3, requiring reintubation and ventral decubitus positioning. Bronchoalveolar lavage found presence of haemophilus influenzae and antibiotic therapy was initiated. Imaging revealed a posterior hemomediastinum compressing cardiac chambers associated to a right compressive hemothorax strongly limiting right pulmonary ventilation. A left hemothorax of mild entity was found as well, and segmental pulmonary embolism was noted. The mediastinal and thoracic hematoma were related to initial bleeding from the aortic rupture. Declotting was performed via a right thoracotomy. These issues were noted to be resolved two weeks later, and they were assessed by the investigator to not be device or procedure related. Follow-up imaging also noted a dissection of the proximal segment of the brachiocephalic trunk; it's unclear if this was present prior to the tevar procedure. No additional information is available for this event.